Event description:
A (B)(6) year old male patient was hospitalized post heart transplant with low cardiac output and right ventricular failure. He was placed on tandemheart support with protek duo cannula on the evening of (B)(6). Approx 4:00pm on (B)(6) after about 9 days of support, the pump stopped and could not be restarted. Controller, pump, and cannula were all replaced and support continued without incident.

Manufacturer narrative:
Investigation revealed no functional problems with the controller (log data), pump (functional performance test), or cannula (visual inspection). Large amounts of clot were noted in the pump and cannula, apparently as a result of coagulation (anti-coagulation) problems with the patient. Second device: protekduo cannula; model#/ catalog#: 5140-4629; lot#: am047237, expiration date: 08/01/2015; device MFR date: 08/01/2014.